Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 50 mg/dl at the time of the event and reported a sensor glucose vs blood glucose reading mismatch. The customer reported hypoglycemia treated with carb intake. The event involved products mmt-1884, unomedical, mmt-332a, mmt-7040a. Troubleshooting was partially performed for hypoglycemia and later customer declined. The customer had used the insulin pump system within 48 hours of the reported low blood glucose event and unknown whether the customer used the smartguard/auto mode of the insulin pump. Troubleshooting was performed for sensor glucose vs blood glucose and the customer didn't take medication such as acetaminophen, paracetamol, or hydroxyurea. The sensor glucose reading was 90 mg/dl and blood glucose was 50 mg/dl and the difference between sensor glucose vs blood glucose was more than 30%. The sensor glucose vs blood glucose difference was not within range. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-7040a.